Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3093-28, lot# v050971, implanted: (B)(6) 2007, product type lead.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that when the patient was initially implanted, their leads got pulled out when they were moved off the operating table. 6 weeks after the initial implant, patient went in for lead revision where they moved the leads back to the correct spot. Patient mentioned that they had a 12 week recovery time due to undergoing the revision. It was noted the problem was resolved. No further complications were reported.